Event description:
The complainant reported that three days into impella 5.5 support, the patient developed a hematoma coinciding with oozing at their impella site. Three units of blood were given to treat the condition and heparin was placed on a twenty-four hour hold. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed the pump passed all post sterility inspection checks. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.